Event description:
In december I had a chronic sinus infection and it ended up causing my eyes to be uncomfortable. I saw the doc for that issue and in february still had trouble with eyes. I finally went to the eye doctor and he put me on a prescription. As of today my eyes are still having trouble with drainage and it appears to be a rash around my eyes. I didn't think of it at the time being the beauty 360 premium cotton pads (I use them with baby shampoo to was my eyelids and also use them to rinse and also to adhere ice on my eyes) the reason I am using them is because I was told they were sterile or clean enough for my eyes. I also use the cotton rounds to remove eye makeup. I started with the beauty 360 ovals and they worked ok because of the size, then I noticed I couldn't get those anymore for some reason and tried the cotton rounds. I was told there may be a bacteria issue with these cotton pads. I feel the consumers should be warned & product removed and also for future use advise consumers to not use on open wounds or eyes. I have spent literally (B)(6) of dollars trying to figure out what this problem is with my eyes and skin and apparently I have been using cotton rounds and ovals from (B)(6) that have bacteria or mold in them. Not sure how to proceed. Happy to know though that I can probably buy a different brand this week to see if improvements. I really had no idea that cotton pads would cause eye & skin problems since they should be clean. Thank you for your time. (B)(6). FDA safety report ID# (B)(4).